Event description:
She received a new bottle of test strips. The box was sealed, but the bottle cap was open. She tested her blood glucose with a strip from the open bottle and received a reading of 211 mg/dl. She retested with a strip from an anopened bottle and received a reading of 122 mg/dl. While the difference is not clinically significant, the strips were returned for evaluation and replacement strips were sent.